Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 320 mg/dl. The contact was unsure of the cause of the bg level. The bg level was addressed with a bolus via the pump. Reportedly, the customer continued to use the pump for insulin therapy.